Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that ophthalmic system exhibited weak laser output during the surgery. The output was increased to achieve sufficient power, and the surgery was completed without any issues. No impact on the patient.